Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076, implantable pacing lead, (B)(6) 2013; a3dr01, implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that less than two weeks post implant, the threshold of the right ventricular (rv) lead had risen. Approximately one week later, the patient was having pre-syncope and the threshold was noted to be high. A micro-dislodgement was suspected. The physician attempted to reposition the rv lead but was unable to achieve "satisfactory" parameters. A new rv lead with active fixation was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.